Event description:
It was reported that at the most recent follow-up appointment, this device was found to be exhibiting a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was expected for analysis, but has not yet been received. Should this device be received in the future, this record will be updated.

Event description:
It was reported that at the most recent follow-up appointment, this device was found to be exhibiting a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that at the most recent follow-up appointment, this device was found to be exhibiting a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.